Manufacturer narrative:
Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. There is not enough information to determine that there is not a causal link established between the alleged serious injury and crest whitestrip light use based on information that is known to procter & gamble, therefore we are reporting out of an abundance of caution.

Event description:
Small piece of front tooth chipped off (tooth fracture) teeth sensitive to heat and cold (sensitivity of teeth) cold air hurts teeth (toothache) case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on 21-apr-2018 that he/she used crest whitening systems strips + light whitestrip 3d white no flavor-scent beginning in (B)(6) 2018, and his/her teeth have since been sensitive to heat and cold, cold air hurts teeth when breathing with mouth open, and a small piece of a front tooth chipped off on (B)(6) 2018. The consumer reported the jagged edge of the tooth needed to be filed down. The case outcome was not recovered/ not resolved. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.